Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing. There was no patient involvement.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing. The issue was resolved on the phone support. Customer ran unit for a few hours, then let unit sit for 10 minutes. After dawit (biomed tech) who reported failure confirmed device passed pim leak check. Device was returned to service. H3 other text : issue was resolved on phone support.